Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-15847, related manufacturer reference number: 2017865-2020-15848. It was reported that the patient presented in clinic for a follow-up. Interrogation revealed pacing inhibition, undersensing, and oversensing on the right ventricular lead and pacemaker. Programming changes were made. The patient presented in clinic for another follow-up complaining of fast heart rate. It was revealed that the right atrial lead exhibited noise. The physician suspects the atrial noise caused fast pacing. Programming changes were discussed but not performed. The pacemaker was deactivated and replaced in a procedure on (B)(6) 2020. The patient was stable.